Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on (B)(4) 2014. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient's vns had high impedance which was seen upon testing the device the past week. Per the reporter, the diagnostics indicated the battery was ok, but he wondered if the battery was working. Follow up with the physician indicated that the vns device was turned off (to 0ma) due to the high impedance and the patient was referred for replacement surgery. The physician does not know what would have caused the high impedance. Additional follow up found that the high impedance was first observed on (B)(6) 2013 and the device was disabled on (B)(6) 2013. No patient manipulation or trauma occurred which is believed to have caused or contributed to the event. X-rays were taken and no disconnection was observed. It was unknown when the last system diagnostic test was performed that was within normal limits. The exact diagnostics that showed the high impedance were not provided. Surgery is likely, but has not occurred to date. No other information has been provided.

Event description:
Additional information was received stating that the vns patient underwent surgery to explant his device on (B)(6) 2014. The patient was not re-implanted because the patient¿s family no longer wanted the device. The explanted generator and lead were returned to the manufacturer for analysis. Analysis of the returned generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Analysis of the returned lead is currently underway.